Manufacturer narrative:
Additional information was received stating there was concern for hemolysis as the patient's hemoglobin dropped and the ldh level was high. H6, health effect clinical code: e0303 has been added.

Manufacturer narrative:
A4, a5, and a6 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 was inserted via the direct surgical access for the 57 year old female patient admitted in for heart valve surgery. The patient was known to present in scai stage e shock at pump implant. The pump was placed electively for the surgery. The medical history was inclusive of right lung hemothorax, but other medical history was not shared. Two days after implant the patient returned to the operating suite for concerns of potential bleeding. In the operation the team discovered a need to extract thrombus. The exact location of the thrombosis was not shared. Patient was given blood products of 2 units fresh frozen plasma, 2 units red cells, and 2 units of platelets. The pump was in good position and remained on for support despite the harm for 3 days. After 3 days the pump was weaned and explanted. Bleeding in this clinical context is a known and expected risk associated with impella 5.5 support, particularly in the setting of recent major cardiac surgery and direct surgical aortic access. The patient survived.

Manufacturer narrative:
Corrected information was provided in d3. Upon review, it was identified that it was inadvertently omitted from the initial report. The cause of the hemolysis was unable to be determined due to insufficient clinical information, no product or data logs returned for analysis. The cause of the injury (major bleed/thromboembolism) was not determined due to insufficient clinical details.